Manufacturer narrative:
Manufacturer received a summons that a pt was discharged from the hospital and was provided a temporary oxygen bank that was an invacare product. The tank reportedly emptied during use when user arrived home resulting in the incident. Summons alleges pt should not have been discharged. MDR filed on alleged death.

Event description:
The consumer allegedly received a temporary oxygen tank that was not full, resulting in his death.